Event description:
It was reported that the patient with this inflatable penile prosthesis experienced pain and it was determined that the sizing of the device was incorrect of the patient. The device was removed and replaced. No patient complications were reported.